Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. During the procedure, when the ampule was opened for use, glass shard broke out. There was no injury or adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual sample has been returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb and a piercing in the butyrate tube. These piercings coincided in position.